Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date due to urodynamic stress incontinence and the mesh was implanted. Over the first two weeks, the patient noticed an improvement in her symptoms. It was also reported that the patient experienced mesh exposure causing discomfort during intercourse and subjective worsening of her urinary symptoms. The patient was counselled about investigating her urinary symptoms after excision of the exposed vaginal mes under spinal anesthetic. The patient will be seen in the next two-four weeks to monitor her progress and videourodynamics will be performed. Additional information will be requested.